Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the female luer adapter of one device was cracked resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka   d2b.  Common device name: tubes, vials, systems, serum separators, blood collection e.1: initial reporter facility name: (B)(6) hospital, affiliated with (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the female luer adapter of one device was cracked resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 5 photos for investigation, and among the five provided, evaluation indicated a split female luer adapter. Additionally, a visual inspection was performed on ten retained samples, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. Bd has initiated further root cause investigation relating to the issue of damaged female luers through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.